Manufacturer narrative:
Alleged failure: the tips for a reprocessed blade and a new blade broke off into the patient. Tips was retrieved. Delay 5 minutes. No harm to patient. Surgery completed successful. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be the blade comes contact with a hard object, excessive pressure, such as bending or prying. The inner teeth hitting the window edges. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that the tip broke. There was a surgical delay of 5 minutes. The broken tip was retrieved and the procedure was completed successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. Gtin:(B)(4).

Event description:
It was reported that the tip broke. There was a surgical delay of 5 minutes. The broken tip was retrieved and the procedure was completed successfully.